Event description:
The pt was undergoing robotic myomectomy and right paratubal cystectomies using the da-vinci robot. During enucleation of one of the fibroids, while using the monopolar spatula, the pulley system for the spatula broke. The instrument was removed and inspected. It was noted that 2 pieces were missing: one piece was the circular guard which covered the wire pulley on the side of the instrument and the second was the overlying flank which covered the circular guard. The surgeon returned to the surgical site and the circular guard was recovered from the pt. However, the flank piece could not be located. After exhaustive efforts to locate the retained piece and discussion with the pt's family, it was agreed to allow the piece to remain in place without progressing to more invasive efforts to locate the piece.